Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured.   Since the device could be used without any problem at the facility, it would not be returned. Based on the results of the investigation, a definitive root cause could not be determined. The problem was solved by repeatedly turning the light source on and off. Olympus will continue to monitor field performance for this device.

Event description:
It was a therapeutic procedure.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. To date, the device has not been returned to olympus for evaluation. However, the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite iii video system center was found to have a dark image during a laparoscopic pancreatic tail resection procedure. The procedure was completed with the same device. The device was inspected prior to use and no abnormalities were observed. There were no reports of patient harm. Associated patient identifiers: (B)(6).